Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's right l1 lead is fractured. This was confirmed via x-ray. Surgical intervention may be pending to address this issue.